Event description:
The customer reported a malfunction on the pump after it got wet. There was no reported impact to the customer's blood glucose level because the current continuous glucose monitor was still warming up. Technical support resolved the issue by planning to send a replacement pump with updated software and providing training in the customer's tandem source account. The customer was also instructed on how to put the pump into storage mode, return the problematic pump, and was informed of the steps to take upon receiving the replacement.